Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the event description, there was no report of a product malfunction. The device was left behind in the patient due to the healthcare provider¿s process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unk. Event description: applied became aware of this event as a result of a news article being published on the (B)(6) 2021. The hospital did not report this to applied medical as it was found to be a human error and not product related. Very little information is available other than the newspaper article : https://www.nzherald.co.nz/nz/news/article.cfm?c_ID=1&objectid=12450251. Upon further investigation, I reached out to [name] (accn [user facility]), who advised that she was not present at the event and did not recall who was. She couldn't provide me with any further information and requested that I provide her with an email request for this information and she will raise it with her manager. I have sent this e-mail to her at 2:20pm on the (B)(6). We await further correspondence. Additional information received via email from applied medical team member on 5 july 2021: the customers are not willing to engage further with regards to these incidents, citing patient confidentiality and that it has been established in both situations that it is in fact caused due to health care worker error and not product failure. Please also see [name] response this morning in regards to the additional information requested. On a separate note, I have noted that both [user facility] and [hospital] have adjusted their processes, when it comes to using this product and it is now compulsory as part of the surgical count. We have received further details from other hospitals around the country that they have also adjusted their processes to help avoid such incidents in the future. Email received via email from [hospital] on (B)(6) 2021 states: thank you for sending through information regarding the alexis wound protector and stats regarding reported rate of incidences in the case of a retained item. I would like to take this opportunity to stress that we do not believe that there was an issue with the device its self, as we believe this is healthcare provider process and system failure, which we are keen to learn from. To help us in learning from this, we wished to understand the wider global context about how often this has occurred, as we are currently aware of one similar incident relating to another [hospital]. With this in mind, [name] do not believe it is appropriate for us to answer the questions which you have asked of us, as to do so would be require us to release the personal health information of our patient, which we do not currently have their consent to do. Furthermore, as there is no suspicion of product failure, we do not believe it would be appropriate for us to seek the patients permission to release this information to you. I hope that this helps you in understanding the reason for our request and why we are declining to provide you with information around this. Type of intervention: unk. Patient status: unk.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unk. Event description: applied became aware of this event during a phone call from [name] on the 21st of june 2021. (B)(6) called, not to report the event, however to inquire on obtaining information from applied medical as to how many times an alexis had been inadvertently left in a patient's abdomen. During this time [name] mentioned that they are investigating their processes as a result of a similar event at [hospital] and a now recent event at [user facility]. No further information could be provided at the time. Upon further investigation, I reached out to [name] via e-mail on the 23rd of june to inquire further information relating to this event. We await further correspondence. Additional information received via email from applied medical team member on 5 july 2021: the customers are not willing to engage further with regards to these incidents, citing patient confidentiality and that it has been established in both situations that it is in fact caused due to health care worker error and not product failure. Please also see [name] response this morning in regards to the additional information requested. On a separate note, I have noted that both [hospital] and [user facility] have adjusted their processes, when it comes to using this product and it is now compulsory as part of the surgical count. We have received further details from other hospitals around the country that they have also adjusted their processes to help avoid such incidents in the future. Email received via email from user facility on 5 july 2021 states: thank you for sending through information regarding the alexis wound protector and stats regarding reported rate of incidences in the case of a retained item. I would like to take this opportunity to stress that we do not believe that there was an issue with the device itself, as we believe this is healthcare provider process and system failure, which we are keen to learn from. To help us in learning from this, we wished to understand the wider global context about how often this has occurred, as we are currently aware of one similar incident relating to another (B)(6) [hospital]. With this in mind, [user facility] do not believe it is appropriate for us to answer the questions which you have asked of us, as to do so would be require us to release the personal health information of our patient, which we do not currently have their consent to do. Furthermore, as there is no suspicion of product failure, we do not believe it would be appropriate for us to seek the patient's permission to release this information to you. I hope that this helps you in understanding the reason for our request and why we are declining to provide you with information around this. Intervention: unk. Patient status: unk.